Event description:
The end user's daughter states the brakes have never worked correctly, making a weird sound. She states the chair rolls backwards and isn't safe for her mother who has alzheimer's. She states the chair never really fit her mother due to not being properly fitted.